Event description:
On (B)(6) 2014, the reporter contacted animas stating that there was an issue with the pump once the battery was changed. No further information was available for this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation:the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: during investigation, there was no defect found related to the complaint.